Manufacturer narrative:
Patient weight not available for reporting. Date of device loosening is not known. This report is for an unknown synapse cap nut/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D10: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter telephone not available for reporting. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent a posterior spinal fusion at c2-t2 using the synapse system on (B)(6) 2018. X-ray revealed a screw and rod interface at c2 had pulled out due to cap nut loosening. Patient was returned to surgery on (B)(6) 2018 where surgeon removed the rod and all cap nuts, then replaced them with a new rod and all new cap nuts. Surgery was completed successfully. Patient will be followed by surgeon until fully healed. Concomitant device reported: unknown synapse screw/rod construct accessory (part number unknown, lot number unknown, quantity unknown) this report is for one (1) unknown synapse cap nut. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for two (2) unknown synapse locking/set screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent a posterior spinal fusion at c2-t2 using the synapse system on (B)(6) 2018. X-ray taken on (B)(6) 2018 revealed a screw and rod interface at c2 had pulled out due to cap nut loosening. Patient was returned to surgery on (B)(6) 2018 where surgeon removed the rod and all cap nuts, then replaced them with a new rod and all new cap nuts. Surgery was completed successfully. Patient will be followed by surgeon until fully healed. Patient outcome reported as good. Concomitant device reported: unknown synapse screw/rod construct accessory (part number unknown, lot number unknown, quantity unknown). This report is for two (2) unknown synapse locking/set screw.